Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator for an unknown indication for use. It was reported that the patient wanted reprogramming done as the patient had a chronic complaint of their stimulation not covering all of their pain areas. The patient also reported that stimulation was randomly shutting off at times. Per the rep, impedances had been checked in the past and have all been normal ranges. The rep noted that the patient was not a good historian. It was indicated that the patient¿s system had not been covering their pain area and stimulation had been shutting off since they were implanted, but patient didn¿t know their implant date and they could not be found in our records (implant date unknown). Additional information was received from the rep on 2018-03-20, reporting that they were planning on meeting the patient this friday (2018-03-23). No further complications were reported/anticipated.